Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Device manufactured between: september 18, 2018 to september 21, 2018. The device was received for evaluation containing no fluid in the bladder. A visual inspection on the device via the naked eye showed no signs of a leak on or in any parts of the device. A functional leak test was performed and no evidence of leak was observed at the fill port or other parts of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a leak on the fill cap. The leak was noted after filling. The device was filled with sodium chloride. There was no patient involvement. No additional information is available.